Event description:
On (B)(4) 2013, the physician reported that the patient was considering explant surgery due to the patient gaining no benefit from the seizure routine standpoint. In addition, it was stated that the patient's atonic seizures increased; however, per the physician, it was unknown if this increase was related to the device. Additional follow up found that the physician believed the cause of the lack of efficacy was that the patient was a nonresponder to vns therapy. It was stated that the patient was pregnant during part of this time, which may have resulted in the increased seizure frequency. The increased atonic seizure began about two to three months after vns was implanted. It was stated that the patient was not having these seizures at baseline pre-vns levels and that not all of the patient's seizure types increased. In fact, the patient's absconce and grand tonic-clonic seizures decreased in frequency. Pregnancy and medication changes were listed as possible causal and contributory factors to the increase in seizures. It was asked if any interventions would be taken; however, no answer was provided. No other information was provided. No programming history was available or provided. The patient missed the consult appointment to discuss explant and has not scheduled another appointment. No surgery has been planned or scheduled.

Manufacturer narrative:
Type of reportable event, corrected data: this event should be submitted as a serious injury. This report is being submitted to correct this. Event date, corrected data: previously submitted MDR indicated an incorrect event date. This report is being submitted to correct this field.type of reportable event, corrected data: this event should be submitted as a serious injury. This report is being submitted to correct this.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected data, MDR #2 inadvertently reported incorrect explant date.

Event description:
From programming history, it was seen that the patient's device was programmed to 0ma on (B)(6) 2012 and was still off at interrogation on (B)(6) 2012.

Event description:
On 11/6/2015, it was reported that the patients device was explanted in (B)(6) 2012 due to her increase in seizures.